Manufacturer narrative:
(B)(4). Product not yet returned. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/05/2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer normally is 119-122mg/dl. Back to back blood results were 476 and 513mg/dl. Last 5 results from memory were 375mg/dl, 299mg/dl, 110mg/dl, 58mg/dl, 101mg/dl. Based on parkes error grid analysis, the bias between the highest result given (375) and the normal result (119) is located in zone c. No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer normally is 119-122mg/dl. Back to back blood results were 476 and 513 mg/dl. Last 5 results from memory were 375 mg/dl, 299 mg/dl, 110 mg/dl, 58 mg/dl, 101 mg/dl. Based on parkes error grid analysis, the bias between the highest result given (375) and the normal result (119) is located in zone c. No adverse event reported.